Event description:
The rptr stated that he is getting an unusual amount of false positive results. The rptr stated that this kit is not cost effective because he has to do 25 % more confirmation tests when using this product. He also stated that the material is very rough and it clogs the needles that are provided in the kit.